Event description:
During use, sterile toga ripped in arm creating a compromise in aseptic technique. Discharged day after surgery. Expected post-op course this first week; no documented outstanding issues.

Event description:
During use, sterile toga ripped in arm creating a compromise in aseptic technique. Discharged day after surgery. Expected post-op course this first week; no documented outstanding issues.